Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis indicated apparent damage at explant.

Event description:
It was reported that the patient reported experiencing chest pains and reported to the emergency room. High right ventricular (rv) lead thresholds and decreased r waves were noted. An echocardiogram revealed a rv lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.